Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that overcorrection with post operative spherical equivalent was more than two diopter in the left eye of the patient, after cataract surgery. There are multiple related reports for this event. This report addresses the patient's initials (B)(6) left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced (prior and after surgery) and was successfully verified at a pm instance on (B)(6) 2024, i.e., one months after the treatment day and on (B)(6) 2023. Device met specifications as pe service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The laser was started at nine forty-five am and the energy-check was started at ten am only allowing for a warm-up time of twenty minutes. According to the quick start up manual the system needs a warm-up time of thirty minutes. The system passed successfully all initialization steps. The user skipped the gas change (last gas change: (B)(6) 2023) and the scanner test (last scanner test: (B)(6) 2023) and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows five successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check at 10:05 am for the whole day. The reported treatment was at one twelve pm. However, it is recommended, that an energy check is performed before each treatment (according to user manual). During the preparation of the treatment the warning message ¿patient bed position undefined. Check bed position and selected eye.¿ appeared. It is not possible to see whether the user has corrected the patient bed position or not in logfile. The logfile shows that the reported treatment was performed successfully . Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. Post-op topographies and additional clinical data have been requested, but could not be provided. No technical root cause was identified as the product was found to be within specifications. Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).